Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical complaint (B)(4). Rec'd (B)(6) 2015, right hip; ae/right groin pain. Not serious, not procedure related. Status of complication: deteriorating. Not indicated whether device related or not so treated as it is, until notified differently,investigator is on annual leave until (B)(6) 2015 when we should get an answer. Diagnosis for primary hip surgery: osteoarthritis. Comorbidities: none. On (B)(6) 2015 complaint re-opened as an update has been received confirming revision of the head and liner of the hip. Metal reaction onset date (B)(6) 2015. Revision (B)(6) 2015 , rep was made aware (B)(6) 2015. Update (B)(6) 2017: additional information received. Updated complainant information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Rec'd (B)(6) 15, right hip; ae/right groin pain. Not serious, not procedure related. Status of complication: deteriorating. Not indicated whether device related or not so treated as it is, until notified differently,investigator is on annual leave until (B)(6) 15 when we should get an answer. Diagnosis for primary hip surgery: osteoarthritis. Comorbidities: none the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.